Manufacturer narrative:
A visual evaluation of the returned device revealed that the flow switch was detached from the delivery system. The ramp at the to the exit port of the cannula was ripped and damaged. The pull wire was exposed and bent/kinked. The working length of the push catheter was broken and buckled at several places. The stent assembly, the hub assembly at the proximal end of the pull wire, and the guide catheter assembly were not returned for evaluation. A functional evaluation could not be conducted based on the condition of the device. The condition of the returned device indicated that the user most likely encountered anatomical/procedural factors that caused resistance during deployment of stent. The force exerted by the customer during retraction of the pull wire during the deployment activity may have caused the hub to detach and the pull wire/cannula to separate from the guide catheter assembly, hindering the deployment of stent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, after the access site achieved, the delivery system pullwire was unable to be retracted for stent deployment. The procedure was successfully completed another device (device name and manufacture unknown) with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken push catheter.